Event description:
According to the reporter, during the procedure of barrx for high grade dysplasia, the catheter failed to inflate. The catheter will be returned for investigation. Two weeks post procedure, the patient was admitted to the hospital for gastrointestinal bleeding from esophagus and was on anti-coagulant. The customer spoke with the physician and nurses and reported that the patient did not experience any harm due to the device malfunction.

Manufacturer narrative:
Additional information: (facility name). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the procedure of barrx for high grade dysplasia, the catheter failed to inflate. The catheter will be returned for investigation. Two weeks post procedure; the patient was admitted to the hospital for gastrointestinal bleeding from esophagus and was on anti-coagulant.